Event description:
It was reported that during a da vinci cholecystectomy procedure, the welding came loose and the single-site curved cannula now rotates. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the tube could move with respect to the bowl feature. The weld that joins the tube and bowl was cracked around the circumference. As the orientation of tube relative to bowl was critical to the function of item, the cannula could not be used. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the cracked weld, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.